Event description:
It was reported to boston scientific, that a lighttrail single use 230um laser fiber was used in a flexible ureteroscopy (furs) procedure. Performed on (B)(6) 2021. The laser unit used, was an auriga 30 laser console. During the procedure, as soon as the fiber came into view on the scope. It was noted, that the laser fiber tip was damaged. The physician was able to fire the fiber, but was unsatisfied with the efficiency. The procedure was completed with another lighttrail single use 230um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0406, captures the reportable event of tip/face deformation. Block h10: investigation results: the returned lighttrail single use 230um laser fiber was analyzed. And a visual evaluation noted, that it was returned in one piece. The fiber measured 308 cm from the tip of the sma connector to the end of the exposed glass tip. The exposed glass measured 1 mm and appeared degraded. Examination under magnification confirmed, the pattern of the tip is consistent with normal degradation. When connected to the laser console, the following message was displayed "fiber may not be used anymore. Please connect new fiber". Light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed, that the exposed glass tip had normal degradation. Light from the sma connector was bright and round, indicating no fractures within the connector. The exposed glass tip is intended to degrade with use. Review and analysis of all available information, indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed, that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed. And from the information available, this device was used, per the instructions for use (IFU) product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 18, 2021 that a lighttrail single use 230um laser fiber was used in a flexible ureteroscopy (furs) procedure performed on (B)(6) 2021. The laser unit used was an auriga 30 laser console. During the procedure, as soon as the fiber came into view on the scope it was noted that the laser fiber tip was damaged. The physician was able to fire the fiber but was unsatisfied with the efficiency. The procedure was completed with another lighttrail single use 230um laser fiber. There were no patient complications reported as a result of this event.